Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient was experiencing shock from device. Patient got shock from the device with 2.6 stimulation and when they went down the stimulation to 1.0, patient seems to be ok. Troubleshooting was performed by lowering down the stim to 1.0. The cause of the issue was unknown. The programmer was not working well; they were getting message searching for communicator, insert the communicator and make sure to charge and position on the handset but the device was fully charged. Troubleshooting was performed by restarting the device but it was still not working. The cause of the issue was unknown. The patient was shivering and shaking. The agent advised to consult the clinician. The issue was not resolved and was ongoing.